Event description:
Title: event desc: doctor removed the anchor port at the end of the procedure and a small inner portion of the port came off. The piece was retrieved with a forcep. No harm to pt noted. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Device eval and summary: the user facility report which led to this device evaluation is inaccurate. While there was a device problem, it did not result in the complete separation of any component or subassembly of the device in question. Furthermore, as there was no disconnection of components, there was no retrieval of any component or part of the device from the pt. The device was inserted and removed from the pt intact. Attached is an attestation from the surgeon using the device when the product problem occurred. The evaluation and analysis of the returned device indicates that the device problem involved the partial failure of an adhesive bond between two components of a subassembly. The subassembly in question is referred to as the bulb assembly and consists of a nylon tip and an overmolded silicone bulb. After insertion of a trocar into the cannula, this subassembly allows for the subsequent elongation and contraction of the cannula along a slidable inner tube prior to insertion. The elongation facilitates the insertion of the cannula over the trocar: after removal of the trocar, the contraction of the bulb provides for robust anchoring of the cannula against the peritoneal wall after insertion. It is important to note that the device is designed with a fail-safe mechanism that prevents the complete separation of the subassembly should the user apply excessive force to the extent that the bulb tears away from the nose tip. This failsafe mechanism is inherent in the design to prevent the full separation of the components and prevent any injury to the pt if the device is elongated to the point where the silicone bulb is damaged or torn. Furthermore, even if a separation were to occur, there is no risk of injury to the pt in that such separation would occur extracorporeally. In this particular instance, it appears that the cannula was not overextended but that the bulb slid away from the nose tip at the distal end. The device evaluation revealed that the bond did fail along a portion of the circumference of the bonding area. The device evaluation included the following: visual inspection and engineering evaluation of the device under magnification. Destructive elongation testing of thirty-six (36) devices from the same lot of product. Abuse testing of the device(s) including intentional compromise of the bonded area by cutting followed by pull testing to destruction. Impact testing to test whether abuse of the device other than cutting would result in separation of the components. The failure mode that did in fact occur could not be duplicated. In every engineering test, the resultant failure mode was the tearing of the bulb away from the bonded nose tip and if the device is to fail, this is the desirable failure mode which is designed into the device. The tearing of the bulb and the partial separation of the components will not result in any disconnection of components or disunion that will require retrieval of any part of the device. Finally, an evaluation of the manufacturing bonding process is being conducted and opportunities for improvement will be acted upon. While the device performed as it should subsequent to the partial separation, a root cause analysis is in process and a CAPA will be completed with regard to the bonding operation and this device problem. In accordance with the standards, this CAPA will be included in the device technical file and reviewed as a part of our quality system post-market surveillance and customer complaint procedures.